Event description:
Customer reported issues with button functionality. There was no reported impact to the customer's blood glucose level. Customer declined further troubleshooting, and no additional actions were taken by technical support.